Manufacturer narrative:
This device was not returned to mmd for evaluation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmd, no investigation could be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the administration set had an insect in the tubing. They did provide a photo to mmd, but it is unclear if the particulate is inside the tubing or if it is free floating and has the potential to enter the fluid path. Mmd followed up with the initial reporter and they stated that the complaint had no impact to the patient. No other information was provided. (B)(4)